Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during the device history review at a routine clinical trial follow-up, a ventricular episode, with delivered shock therapy was observed to have a time to therapy due of 31.4 seconds. The slight delay in therapy was due to noise and undersensing of low amplitude ventricular fibrillation. There were no reported nor alleged adverse patient effects during this event and no reprogramming changes were initiated at this visit. To date, the device remains implanted and in service with normal scheduled follow-ups.

Event description:
It was reported that during the device history review at a routine clinical trial follow-up, a ventricular episode, with delivered shock therapy was observed to have a time to therapy due of 31.4 seconds. The slight delay in therapy was due to noise and undersensing of low amplitude ventricular fibrillation. There were no reported nor alleged adverse patient effects during this event and no reprogramming changes were initiated at this visit. To date, the device remains implanted and in service with normal scheduled follow-ups. In (B)(6) 2022, boston scientific received new information about this patient and device from a clinical study form. On (B)(6) 2020 the patient had a vt/vf episode that was not converted with five shocks from the device. A review of the episode found the patient was in vf for about 2.2 minutes. After the fifth shock, the s-ecgs showed approximately four seconds where the patient was not in vf, indicating the shock did momentarily convert the arrhythmia. It was reported by the study site that the patient had out-of-hospital reanimation. The s-ICD was explanted and replaced with a transvenous ICD eight days later. The study form indicated that the explanted s-ICD was not available for return.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.